Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that for the last 3 months it has been taking forever to charge the implant. Caller stated that when they plug the recharger into the controller, it "sizzles" and makes noise. Agent reviewed clicking noise is normal and caller said their noise is not clicking and attempted to verbally produce the sound it makes. Caller added that they have to take the battery out of the controller to do a controller reset. Caller stated it is taking over 2 hours to charge the implant. Agent did not ask about the circumstances that led to the reported issue. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed green light above screen; controller is 100% and implant is 60%. Caller confirmed no physical damage on recharging cord. Caller then connected recharger and confirmed batteries (49) rech arging excellent. Agent had caller check charging speed; confirmed it is at 4. Agent reviewed not to keep screen active and let it lock while charging. After a few minutes the implant charge increased to 80%. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. By the end of the call the implant had charged up to 90%. The troubleshooting steps that were taken on the call resolved the issue. Caller stated they had their device reprogrammed yesterday so that they no longer feel stimulation and moved it up higher. Caller stated the reason they pt had to have it reprogrammed was because they would go numb from the waist down and can't walk and also had to have injections. Caller noted that it took longer to heal after surgery than expected and also stated that they had to have spinal injections. Caller stated this has been an ongoing issue and trying to resolve. Caller also mentioned they are disabled. Caller stated they don¿t want to have to use a walker nor a wheelchair; and the stimulator was supposed to help get them out of having to use them and it hasn¿t. Agent redirected to hcp. Additional information was received from the patient. They reported that they reset the implant 3 times and did spinal injections and pt is still no different. Pt states the issue is not resolved and the implant has been a nightmare since day 1. Pt stated the device has never done what they were expecting. They've struggled and now they can't walk, stand, or sit. It is unbearable to them. Pt states they need the device removed. Their health overall has been horrible since the implant. Their body has not been the same-- spiral downfall with their health. Pt states they want the device out asap. They are done trying everything there is to do. Pt states it has to come out. They are almost wheelchair bound and they do not want to suffer anymore. They have tried many things to improve overall factors nothing has changed excepted for their major health issues. Big spiral downfall- pt thinks the implant is causing more health issues and contributed to more health issues. Additional information was received from a healthcare professional (hcp). The hcp reported that july of 2023 was the patient¿s last epidural/spinal injection. They saw the patient on jan 18 as the patient stated the device was causing discomfort, and thought it was not working. Patient got no relief from it. They were able to connect to the device and make adjustments. Patient was supposed to come back within a week but they have not made an appointment since. Hcp office was not made aware of any inability to walk/stand, health to worsen, or going numb.